Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The reported failure is most likely due to a supplier manufacturing issue.

Event description:
On 06/15/2023, it was reported by a sales representative via sems that an abs-10063 cprp processing set would not separate blood and nothing came. This occurred during a case, the blood was pulled into the disc that spins, it spun and started spinning. It fully spun but nothing came out once it started to extract the blood. It would not separate blood and nothing came out. An error message was produced. It would not allow the team to empty the cartridge or shut down the machine. The machine was unplugged for it to stop. The blood was extracted and they used a different kit and it spun and separated the blood fine. There was no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.